Event description:
An ipp device was implanted on 4/18/95. The reservoir was revised on 1/12/96. The entire device was removed from the pt on 1/14/97, due to fluid loss-cylinder with encapsulation of reservoir, and replaced. Add'l lot/ser#: ay619 001.